Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt had both taxus and non-bsc stents placed in the same vessel. Vessel location and lesion characteristics are unk. No further info was available.

Manufacturer narrative:
It was not clear if this was a taxus express or a taxus liberte. The complaint source confirmed that the product will not be returned. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.